Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was no fault code, and they were unable to reproduce the issue. Additionally, the safety disk and tidal disk were replaced due to being over on cycle count. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s batteries were not charging. There was no patient involved.